Manufacturer narrative:
D4 - UDI no. - this product code is not required to be registered with FDA. The actual device has been returned to the manufacturing facility for evaluation. Visual inspection found that the distal segment of the shaft had been fractured. A segment approximately 35mm in length was found to be missing from the main body. Magnifying and electron microscopic inspections of the fracture revealed that the urethane layer around the fracture had become stretched with the generation of some creases and cracks on the surface. These findings imply that the actual sample was exposed to some excessive pulling force, by which the urethane layer on the outer surface of the device became elongated and cracked. The outside diameter of the guidewire shaft was measured on the undamaged segment and confirmed to meet manufacturing specification. The bending resistance was determined on the undamaged segment and confirmed to meet manufacturing specification. Electron microscopic inspection of the fracture cross-section of the core wire revealed that some segment on the surface had turned to the rough state with the edge of the core wire having been bent at the lateral segment of the fracture. The outside diameter of the core wire was measured on the adjacent segment and confirmed to meet manufacturing specification. Simulation testing was conducted. The sample was subjected to repetitive 90-degree bending forces until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. This state was found to be very similar to that of the actual sample. The sample was also subjected to a loop force until it became fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been flexed. The state of the fracture was similar to that of the actual sample. A review of the device history record and the product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, based on the available information, it is likely that the actual sample may have been subjected to forceful manipulations causing the device segment to become deformed into a loop shape. When a pulling force was applied to the actual sample it then fractured. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the guidewire device fractured during a procedure. Follow up communication with the user facility confirmed the following information: approaching from the right femoral, over the bifurcation, the actual device was advanced into the target lesion in cia and eia; in the course of approaching to the lesion, the distal segment deformed into a loop shape and progressed into I and ia; when the device was pulled back in the proximal direction, with the generation of some resistance, the distal segment became fractured; the fractured piece was removed from the body by the use of a snare; the procedure was completed successfully; and the patient recovered.